Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because the patient fell and the cup became loose. Update: (B)(6) 2011 - litigation papers were received. Litigation alleges constant pain, falls, numerous doctors visits, revision surgery, anxiety, fear and other economic and emotional damages.

Manufacturer narrative:
The report states: the patient was revised because the patient fell and the cup became loose. Doi: (B)(6) 2009, dor: (B)(6) 2009 (left side). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.